Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an angiojet solent omni thrombectomy system. The pump, hypotube, shaft, and tip microscopically, visually and tactile inspected. Inspection revealed that the shaft was damaged (kink and perforated), with the hypotube broken and protruding out from the shaft at the location of the shaft damage. Damage was found 60 cm from the tip of the device. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jul-2017. It was reported that there was an error message and the tip of the catheter was kinked. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the lower left deep vein. During priming, the system alerted please check the catheter. It was noted that the wire near the tip of the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was reported as stable. However, device analysis revealed a broken hypotube.